Event description:
It was reported that the ilet pump exhibited a light external crack with an abnormal screen display and was unresponsive to input, and the customer was advised not to rely on the device and to transition to alternative subcutaneous insulin therapy per healthcare provider direction. Symptoms included no reported clinical effects, with a reported blood glucose of 181 mg/dl and no symptoms. Outcomes included interruption of insulin delivery from the device, user discontinuation of the device, and continuation of glucose monitoring with a compatible cgm application. Investigation included customer interview, photo review, verification of device shutdown steps, and logistical arrangements for device return and replacement. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen and functional nonresponse. It was concluded that the event was attributable to a device component failure of the display/interface with loss of user input, and replacement was provided while the user managed insulin via alternative therapy.